Manufacturer narrative:
The ortho summit plus is the hamilton microlab at plus 2 pipetter private labeled and distributed by ortho-clinical diagnostics into the european union. The microlab at plus 2 is a "second generation" microlab at pipetter from hamilton. The microlab at pipetter is the ortho summit sample handling sys in the united states. Both pipetters use the same hamilton (labeled) disposable pipette tips. The operating software for the pipetters is different. The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and performed calibration.